Event description:
A patient reported experiencing inaccurate results with a one touch basic meter. The patient's blood glucose results were "hi" and then 179 mg/dl. Tests were done within a few minutes apart. The representative discovered the meter code did not match the teststrip code. In range with checkstrip and after coding a control test was done and in range with control solution. Patient did not experience any adverse events. No further information has been reported.